Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml; 85 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient experienced a sudden change in therapy/symptoms. The patient had a refill (B)(6) 2018 and on (B)(6) 2018 the patient had withdrawal symptoms which continued until (B)(6) 2018 when he had another refill. At the (B)(6) 2018 refill the expected residual volume (erv) was 10ml and the actual residual volume (arv) was 0.2ml. The hcp did the refill and a few days later the patient had overdose symptoms ((B)(6) 2018). The dose has been dropped to 85mcg/day and the patient was doing well. The hcp dilutes the 2000mcg/ml baclofen to 1000mcg/ml. The reporter was not aware of any troubleshooting done between 05-apr-2018 and 21-may-2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative (rep). It was reported that the hcp hypothesized it may have been a programming error. Patient was brought back in to withdraw drug and check actual and expected. It was exact- so they believed at this point the issue was resolved. The patient's weight was unknown. The rep did learn the patient had a urinary tract infection (uti) and two kidney stones surgically removed during the course of all this. The hcp mentioned that infection caused increased spasticity and believed this may be a factor. This had been confirmed by the office. No further complications were reported.